Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly minimum high voltage measurement log data shows min hv-coil impedance over the range 16.88 ohms minimum to 19.8 ohms between (B)(6) 2009 and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the nurse questioned if the right ventricular (rv) lead had any indications of a lead insulation breach. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the nurse questioned if the right ventricular (rv) lead had any indications of a lead insulation breach. The lead is still in use. No patient complications have been reported as a result of this event.